Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony iq integration system and found that the uninterruptible power supply (ups) required replacement. In case of loss of power, the ups is designed to provide backup power for the system. The technician replaced the ups, tested the system, confirmed it to be operating according to specification, and returned it to service. The ups will be returned to steris for evaluation. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the power for the facility went out and their harmony iq integration system lost power. User facility personnel brought in a mobile endoscopy cart and monitor for use resulting in a procedure delay; the procedure was completed successfully. No report of injury.